Event description:
Reportable based on device analysis completed on 08-feb-2022. It was reported that crossing difficulties were encountered. A percutaneous coronary intervention was being performed. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with distal stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.